Event description:
It was reported to philips that the device had a self-test failure. There was no reported patient or user involvement and no adverse patient/user impact. Updated problem statement: it was reported to philips that the device had a therapy test failure

Event description:
It was reported to philips that the device had a self-test failure. There was no reported patient or user involvement and no adverse patient/user impact.